Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of propafol with a clearlink solution set, the clip-on line was ¿broken¿ and would not allow the user to insert the tubing of the set through the channel in the pump door. It was reported the door would not close due to the "remaining of the clip" was in the pump. It was reported ¿the whole bottle" of propafol went into the patient and ¿almost immediately¿ the patient¿s blood pressure ¿dropped significantly¿. The patient received levophed and ¿within minutes¿ the blood pressure returned to normal range. It was reported the remaining vitals were all in ¿normal range¿. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.